Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruise, pain, vascular occlusion and bleeding are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of impaired vascular system (circulation), pain, bruise and hemorrhage: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Precautions for use: patients on anti-coagulation medication or using substances that can prolong bleeding (warfarin, acetylsalicylic acid, nonsteroidal anti-inflammatory drugs, or other substances known to increase coagulation time such as herbal supplements with garlic or ginkgo biloba, etc.) Must be warned of the potential increased risks of bleeding and haematomas during injection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. Haematomas.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. The patient developed a bruise on the top lip after the injection. Upon evaluation, it did not present as an immediate concern and the patient was sent home and advised to contact the clinic if anything changes. Two days later, the patient contacted the healthcare professional noting they were experiencing pain at the injection site. The symptoms were considered to be a vascular occlusion at the injection site. Patient was given antibiotics by the general practitioner. Patient was reviewed and sent referred to a surgeon for hyaluronidase at an emergency department over 2 days. The patient was also hospitalized for bleeding after the use of juvéderm. Patient also had another treatment with hyalase 2 days later with their local dentist and then again the next day at the emergency department. Symptoms are ongoing.